Manufacturer narrative:
No excessive no delivery alarm during testing. Unit passed prime test, excessive no delivery test and displacement test. Unit had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm that had been recurring for 3 days. The blood glucose reading was 229 mg/dl. He stated that he had not noticed any bent or crimped cannulas. He was advised to disconnect and reconnect the tubing and reservoir and then to replace the plunger and manually push insulin slowly through the tubing with the plunger and customer stated that insulin did exit. He was advised to run another manual prime and stated that insulin did exit and that the insulin pump did not alarm for no delivery. He stated that his blood sugar had been out of control. Nothing further was reported.